Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced issues with the sensor. The customer received the calibration error alert. The customer also reported that she had high blood glucose levels of 473 mg/dl. The customer reported having issues with the sensor glucose readings being different from the blood glucose readings. The customer recorded a sensor glucose reading of 148 mg/dl when their actual blood glucose level was 473 mg/dl. The customer was advised that a replacement sensor would be sent. The customer did not return the product for analysis.